Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2014 with the following findings: the pump was returned with no visible damage to the keypad cover. During testing, all of the keypad buttons were unresponsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. The pump was opened and moisture contamination was found on the keypad components inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored. Also unrelated, the audio bolus button was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a keypad (tactile changes/unresponsive) issue. The ok, up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.